Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 10jan2019. The customer replaced the touchscreen to resolve the reported issue. The customer stated that the unit was operating as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen revealed contamination along the right and bottom edges. The touchscreen was tested, and the reported issue was verified. It was determined that the touchscreen failed due to contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on a v60 ventilator was intermittently unresponsive to touch. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.